Event description:
It was reported that customer had issues with urine draining properly in drain bag during cardiac surgery recently and they were still using the old urometers and the temperature foleys.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "poor interfaces with connections". However, there was insufficient information to confirm this potential root cause. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "use green sheeting clip to secure drainage tube to the sheet. Make sure tube is not kinked. Maintain unobstructed urine flow and keep the catheter and collection tube free from kinking; keep the collection bag below the level of the bladder or hips at all times; empty the collection bag regularly (e.g., prior to transport) using a separate, clean collection container for each patient." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had issues with urine draining properly in drain bag during cardiac surgery recently and they were still using the old urometers and the temperature foleys.